Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot number 5701053. Manufacturing location: (B)(4); supplier: (B)(4) (supplier lot number 66410). Date of manufacture: jan 25, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is undergoing evaluation. The evaluation results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l4-l5 anterior lumbar interbody fusion (alif) on (B)(6) 2016, the inner thread of the synfix mini-open implant coupling (saddle) for detaching the aiming device broke when trying to remove and detach it at the end of the procedure. After the synfix saddle tip of the inner thread broke off by (l4-5 level), the broken tip of the inner thread was easily removed with a kocher, without additional intervention. There was a surgical time delay of ten (10) minutes due to the reported event. The surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following complaint device was received by customer quality (cq): one synfix mini-open implant coupling (part number: 03.802.200, lot number: 66410, mfg date: 25jan2008) the part was received with the following complaint description: ¿a patient underwent a l4-l5 anterior lumbar interbody fusion (alif) on (B)(6) 2016. During the end of the procedure, the inner thread of the synfix mini-open implant coupling saddle for detaching the aiming device broke when trying to remove and detach it. After the synfix saddle tip of the inner thread broke off by (l4-5 level), the broken tip of the inner thread was easily removed with a kocher, without additional intervention¿. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. Calipers ca203 used for all measurements device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.